Event description:
It was reported that there was event with a rhino-laryngo-fiberskop. According to the information received, repair issues were found, where a thick nylon thread is coming out of the unit. This thread caused damage to the patient. Additional information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. According to the investigation results the angle cover shows a dissolved adhesive bond. Fibers protrude from the tube and the distal tip shows residues. This is assumed to be caused by external impact e.g. Erroneous reprocessing. The diagnosed damages are not caused by a product defect. The event is filed under internal karl storz complaint ID (B)(4).